Event description:
Customer reportedly received results of 300 mg/dl and 61 mg/dl within 3- 4 minutes on the aviva system. The customer had hypoglycemic symptoms at the time of the results and self-treated with orange juice. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.